Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the distal geometry feature on the device was broken off. Rust/corrosion was observed on the device. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On (B)(6)2023, it was reported by an arthrex employee via sems that an ar-623-55 femoral cutting block broke and became stuck inside a ar-613-99 slap hammer. This occurred during a total knee arthroplasty when the surgeon engaged the cutting block onto the slaphammer, the piece that connects broke off of the cutting block and is now stuck inside the slaphammer. Another tray was opened and the case was completed.